Event description:
During a cranioplasty the drill bit attachment bearing gave out causing two different tack up drill bits to break off during the procedure. Ref report: mw5172011. Pt code: 4582. Device code: 1069.